Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For patient: does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If in your possession, may we have copies of your operative reports and examinations related to reported event? For hp: the patient demographic info: age, weight, bmi at the time of index procedure? On what tissue was the ethibond suture used in 1991? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and lot number? It was reported that suture appeared to be eroded. In what tissue/structure was suture erosion found? How was erosion of suture confirmed? Was any medical or surgical intervention performed for the report of suture erosion? Is any medical or surgical intervention planned/performed for the bladder stone and uro-sepsis reported in august 2020? May we have copies of operative reports? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient-reported adverse event which occurred after 2006 was submitted via 2210968-2020-07560.

Event description:
It was reported that a patient underwent a colposuspension procedure in 1991 and suture was used. It was reported that post-operatively, the suture appeared to be eroded and the device was emitted from the patient's body in 2006. Additional information has been requested.